Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) was unable to deliver medication and difficult to operate. The following information was provided by the initial reporter: customer is able to to prime needle, but once needle is injected to top thigh, does not get full dose, and has to replace needle to get the rest of the insulin. Product is material # 320550 lot # 2236167. Customer would like replacement - from different lot. If no answer when called, please leave a message, and call return immediately if possible. Possible needle clog.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 08-may-2023. H6: investigation summary customer returned (32) of 32ga x 4mm pen needles with the tear drop label open but not completely removed. It was reported by the consumer that "customer is able to to prime needle, but once needle is injected to top thigh, does not get full dose, and has to replace needle to get the rest of the insulin". All returned needles were visual inspected and tested using the pen injector and no issues were found. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure. The root cause cannot be determined since the issue was not confirmed.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) was unable to deliver medication and difficult to operate. The following information was provided by the initial reporter: customer is able to prime needle, but once needle is injected to top thigh, does not get full dose, and has to replace needle to get the rest of the insulin. Product is material # 320550 lot # 2236167. Customer would like replacement - from different lot. If no answer when called, please leave a message, and call return immediately if possible. Possible needle clog.